Event description:
It was reported that during pre-surgery, it was observed that the motor device has an undetermined malfunction. During in-house engineering evaluation it was observed that the device failed cutter lock and would not rotate. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. There were no voluntary user facility reports filed by the facility. No additional information was available. All provided information has been disclosed.

Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device failed cutter lock and would not rotate. Therefore, the reported condition was confirmed. It was determined that the device failed cutter lock due to debris in the locking mechanism from improper cleaning. It was determined that the device would not rotate due to broken vanes. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.